Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an uncomplicated ventral hernia repair. The patient was seen by the physician due to rectal pressure and inability to pass stool. An outpatient kidney-ureter-bladder identified a possible foreign body in the pelvis. The patient returned to the operating room for a laparoscopic foreign body retrieval. An empty reload of a fixation device was retrieved from the pelvis between the patient's bladder and rectum.